Event description:
The manufacturer received information alleging a ventilator alarming obstruction. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleged a ventilator alarming obstruction. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor needs to replaced to address the issue. There is evidence of contamination.